Event description:
The customer reported that after unplugging the device from ac mains to bring it to a pt for use, the device would not power on. A second defibrillator was used on the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.